Manufacturer narrative:
The e602 module serial number was (B)(6). The customer used a clotting time of 2-5 minutes. This clotting time is too short. The customer used a centrifugation time of 10 minutes at 4000 revolutions per minute; at the time of the questionable results, the centrifuge was not working properly. The issue was resolved by increasing the clotting time to 30 minutes and replacing the centrifuge. The investigation determined the event was due to a preanalytical issue. The elecsys hbsag ii assay performs within specification.

Event description:
The initial reporter complained of positive results for "some" patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas e 602 module. The customer alleged that for these patient samples, the initial result was "positive." Samples with a cutoff index = 1.0 are considered positive. After the sample was re-centrifuged at high speed, the repeat result was "negative." Samples with a cutoff index < 0.90 are negative in the hbsag ii assay. No specific results were provided. No questionable results were reported outside of the laboratory. The customer followed the instructions in product labeling: "all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay."